Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the acetabular alignment guide was stuck from the alignment gauge, preventing free movement of the mechanism. No additional anomalies were identified. Etching on the device indicates regular lubrication to help instrument function smoothly, the potential cause could be attributed to a combination of poor instrument maintenance and wear out. The observed condition could be attributed to maintenance; however, the device was manufactured in 2021, has been in service for over 5 years and shows signs of heavy repeated use. Therefore, the potential cause of failure is traced to end of life. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the acetabular alignment guide would have contributed to device issues. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the impacted products had an unknown allegation. Event did not happen in surgery. Investigation showed the devices were stuck.